Event description:
Patient was having a MRI exam when they complained of a warm feeling on the back of the left upper arm. The technician checked the arm and noticed redness in that area. The exam was completed after additional insulating material was placed on the patient. One week later and approximate 1.5 inch blister had formed and erupted from this heated area. No other further incidents have been reported at this account.